Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff evaluated the customers device and therapy cable and was unable to duplicate the reported issue. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. After reviewing the device's electronic records, there is no indication that this device was connected to the patient. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the nursing staff attempted to deliver defibrillation energy to a patient however, the device failed to charge. The biomed reported that this was the third device used during this patient event. The first device used was reported on medwatch report number 3015876-2017-01499 and the second device used was reported on medwatch report number 3015876-2017-01500. No other information is available for patient information or outcome. The customer advised that they were unable to provide any information about the patient.